Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe pharmacy convenience pak had foreign matter present. The following was received by the initial reporter: one of the ten syringes had brown particulate inside-top of the syringe barrel. No patient harm. Associate identified when withdrawing medication from levetiracetam in 0.75% sodium chloride injection 1000 mg/100 ml (10 mg/ml) (ndc 44567-502-01 lot 30023 exp 12/2024). No patient harm.

Manufacturer narrative:
Our quality engineer inspected the 3 photos and 10 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample photos showed that there was a brown spot on the bottom of the syringe barrel. The one sample with the particulate was sent for testing to help determine the composition of the foreign matter. The particulates underwent fourier-transform infrared spectroscopy (ftir) testing, but the results did not return a percent match conclusive enough for a definitive analysis. The 10 samples were also visually inspected, but no defects or abnormalities were observed on those samples. Due to the insufficient results of the ftir testing an exact root cause cannot be identified for this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Material#: 305617; lot#:3179206. It was reported by customer that had brown particulate inside-top of the syringe barrel. Verbatim: rcc received complaint via email. Email(s) attached. Bd 20 ml syringe luer-lok tip bulk sterile convenience pak (ref (B)(4)). Lot 3179206 exp 2028-06-30. One of the ten syringes had brown particulate inside-top of the syringe barrel. No patient harm. Associate identified when withdrawing medication from levetiracetam in 0.75% sodium chloride injection 1000 mg/100 ml (10 mg/ml) (ndc 44567-502-01 lot 30023 exp 12/2024). I have pictures, sample and remainder of bulk sterile convenience pak syringes - saved to be returned back. No patient harm. Associate identified when withdrawing medication from levetiracetam in 0.75% sodium chloride injection 1000 mg/100 ml (10 mg/ml) (ndc 44567-502-01 lot 30023 exp 12/2024). I have pictures, sample and remainder of bulk sterile convenience pak syringes - saved to be returned back. No patient harm. Pictures - sample will be sent by customer.